Event description:
It was reported that during a procedure to stent the pre-dilated moderately tortuous, mildly calcified, de novo, 90% stenosed lesion in the mid segment of the left anterior descending (lad) coronary artery with a xience v 2.75x23mm stent delivery system (sds), a dissection occurred distal to the implanted stent. There was no perforation of the artery. The dissection was treated with another xience v 3.0x12mm stent. There was no significant resistance met on advancement or removal of the sds from the anatomy. There were no adverse patient effects or clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: balanced middleweight universal ii, guide cath: cordis, sheath: cordis. There were no reported product deficiencies. The reported patient effects of dissection is listed in the xience v everolimus eluting coronary stent system instructions for use as a known adverse event. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.